Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported against the left side "has capsular contracture, baker grade iii on the left side. The patient reported that for approximately 20 days has been feeling pain and discomfort even lying on back." Device remains implanted.

Event description:
Healthcare professional additionally reported, "capsular contracture of the left breast in grade iii/IV were diagnosed, with signs of intracapsular rupture". Device has been explanted.